Event description:
During a total abdominal hysterectomy procedure, the staples did not hold the tissure. Suture was used to close the wound. No patient injury was reported.

Manufacturer narrative:
7/1/97-supplemental report #1 submitted to FDA.